Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit powers up however the display is blank. There was no patient involvement.

Manufacturer narrative:
The customer reported he received the lcd and backlight inverter that were ordered as replacement parts. Several attempts have been made to obtain additional information, none has been provided.